Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mixed mitral regurgitation with grade of 4. The patient was presented with restricted posterior leaflet and enlarged left atrium. Imaging was noted to be poor. Two clips were implanted with no reported issue, reducing mr to grade 1. On (B)(6) 2022, the patient came for their follow up transesophageal echocardiogram (tee). A single leaflet device attachment (slda) observed. The clip detached from the posterior leaflet, and mr increased to grade 2+. There is no plan for intervention. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported image resolution poor was due to patient anatomy and inexperienced imager. The reported recurrent mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.